Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device test was ok but there was a cross that appeared anyway. There was no patient involvement.